Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A taxus express2 drug eluting stent of unknown size was deployed in the right coronary artery (rca). An unspecified amount of time later, the pt was taken off of plavix and aspirin therapy for shoulder surgery. Post shoulder surgery and approximately 11 months after being taken off of plavix and aspirin therapy, the pt presented with chest pain and a possible myocardial infarction. The rca was occluded in the proximal segment. The physician used a 2.5mm maverick balloon followed by an extraction catheter, removing large amounts of clot from the proximal rca. This was followed by use of a 3.5x30mm non-bsc balloon. There was distal embolization of clot seen in the distal posterior descending artery, but this was left untreated due to the tortuosity of the distal right and difficulty in advancing the wire down this artery. Post treatment the pt had an ejection fraction of 65% and was in good condition. Further info was requested, but was unavailable.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.